Event description:
It was reported that when the intra-aortic balloon (iab) was inserted and the console was started, the iab would not inflate and a check iab catheter alarm was generated. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane loosely folded. No blood was visible on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).